Event description:
It was reported that during a da vinci-assisted ventral hernia intraperitoneal onlay mesh (ipom) surgical procedure, an endoscope image was inverted, and universal surgical manipulator (usm) arm movement was opposite. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer remove and reinstall the endoscope 180 degrees opposite of how it was installed, to correctly orient the endoscope. The issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer advised the customer to remove and reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The reported issue was due to user error and it was resolved.

Event description:
Refer to h11 for follow-up information.